Event description:
It was reported that during central processing, one of the grips at the end of the force bipolar instrument was off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The force bipolar instrument was found to have a broken grip at the grip base. A piece approximately 0.65" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. Additionally, there was a damaged molded insulator. One molded insulator which secures the grip tip was no longer attached to the wrist assembly. A piece approximately 0.35" x 0.20" was found to be missing at the wrist assembly and not returned.